Event description:
It was reported that, "the doctor was implanting a 2.0mm cannulated screw, when he finished tightening, the screwdriver shaft tip broke off. The doctor was able to retrieve the tip from in the patient's body".

Manufacturer narrative:
Based on investigation, the failure of the blade (fractured tip) was caused by the transmission of too high torsional and bending forces.